Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed replace battery now without a low battery alert. The customer's blood glucose 5.8 mmol/l at the time of incident. The customer reported reoccurring batteries not lasting a week. The customer stated allowed pump to sit without battery as directed, but is still experiencing the same issues. The customer did not troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, sleep current measurement and active current measurement. The power management graph indicated connector resistance issue. A pump error 25 was present in the pump history file due to connector resistance issue. Connector for printed circuit board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for a day with the unit functioning properly during testing as shown in the power management graph. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, slight damage to keypad overlay texture and peeling end cap address label.